Event description:
The user facility reported that the device slipped causing a pt injury. Obtained additional info from the neuro-coordinator on 06/26/2008. Was advised that the male pt was undergoing a posterior cervical fusion. The "slippage condition" occurred during the set-up of the procedure and resulted in a skull laceration approximately 2 1/2 cm long. The pt required several staples. There were no post-operative complications to his knowledge.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.